Event description:
The patient reported that she thinks her vns is malfunctioning and causing excessive coughing discomfort. The physician disabled the device and the coughing stopped. The mother and patient did not want device disabled as the device has helped the patient with seizures activity so much. The physician turned device back on and no coughing occurred for 15-20 minutes. The patient was referred for full revision due to the pain. System diagnostics were within normal limits. The patient underwent full revision. The suspect device has been received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
Product analysis (pa) was completed on the suspect device. The reported painful stimulation¿ is not within the scope of the pa lab; however, proper generator function was verified. Generator output signal was monitored for 24 hours with no variation in the delivered output. Additionally, the septa were not cored, indicating no leakage paths for current from the generator. Comprehensive electrical testing showed that the generator performed according to all functional specifications. The attached pa worksheet was reviewed; no anomalies were noted. There were no performance, or any other type of adverse condition found with the pulse generator.